Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue for analysis. An x-ray examination was performed and it was found the inner coil was overtorqued inside the connector which is consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead failed to extend. The right ventricular lead was not used and replaced. The patient was in stable condition.